Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/19/2024. An investigation was conducted on 03/28/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. Charred material was observed on the jaws. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact gray silicone insulation on both the hot and cold jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000006999). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "electrical/electronic property problem¿ was not confirmed. The lot # 3000355369 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw(B)(4). The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 was slow to burn through tissue. Harvester reported "we have tried a different kit with different lot numbers, changed out cords, and changed out the hemopro box they plug into as well. We also turned up the dial on the box with no success.